Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that volume discrepancies have happened "a few times" and the volume was off by 30%. The caller  reported a return of pain and becoming deathly sicky with withdrawals.